Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was not returned from the hospital. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was found deceased with the device disconnected. The patient cause of expiration was reported as not related to device. The patient committed suicide. No additional information was provided.